Event description:
Inner plastic package cracked and open. Outer box no holes. Dr implanted stem after it was flashed. Surgery was delayed by more than 15 min.

Manufacturer narrative:
Examination of the returned packaging materials confirms the reported observation. The root cause is attributed to damage during transit. It is known however, that this item is currently packaging under new specifications believed to better protect the implant and will therefore, alleviate this issue. Further corrective action is not indicated at this time. Monitor new packaging specification through trend analysis. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.